Event description:
The following information was provided: during a revision for a poly swap, it was discovered that there was a crack on the posteromedial tibial plateau. Revision surgery has yet to be scheduled.